Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the last blood glucose reading recorded in the blood glucose meter was 1000mg/dl. The mother stated that the kidney failure led up to the event, and the cause of the death is unknown. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with missing end cap sticker, cracked display window corners, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.